Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. After intravascular ultrasound (ivus) confirmed superficial calcification, percutaneous coronary intervention (pci) was performed. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.50mm x 15mm emerge balloon catheter was advanced for pre-dilation. However, upon first inflation at 8 atmospheres, the balloon ruptured. Subsequently, angiography was performed and confirmed that no dissection occurred and the indentation remained. The device was removed from the patient's body and was disposed. The procedure was completed with a same size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.